Event description:
Pt had surgically placed jejunostomy catheter which was pulled out and replaced radiologically with ford straight catheter (cook) on 1/21/99. Pt was seen on 1/22/99 and catheter had fractured at hub. Pt then was brought down to radiology and multiple attempts made to retrieve catheter from jejunum using gooseneck snare device. Catheter was noted to break in two other places with stress from snare procedure.